Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated that the alleged inaccuracy began on (B)(6) 2013. At an unspecified date/time, the patient reported she obtained a blood glucose result of ¿335 mg/dl¿ with the subject meter and ¿160 mg/dl¿ from another device (one touch ultra), performed greater than 30 minutes from each other. The patient manages her diabetes with oral medication (janument, 5500 mg and glimepiride, 4 mg). During the follow up call, the patient stated she tests her blood glucose 2-3 times a day and that her normal/typical blood glucose readings range from ¿96-130 mg/dl¿ throughout the day. The patient reported that during the last couple weeks, she has experienced occasional low blood glucose excursions at unspecified dates/times. During one of her most recent low blood glucose excursions, on (B)(6) 2013 at 1:00 p.m., the patient stated she obtained a result of ¿hi¿ with the subject meter. The patient reported that the result was higher compared to her feelings and or normal results. At an unspecified time the patient called her doctor and was advised to ¿take another pill of each of her oral medications¿. The patient stated ¿between 1-2 pm¿, she developed symptoms of¿ shaky, couldn¿t hardly talk, slow¿. She tested her blood glucose at that time and obtained a result of ¿384-400 mg/dl¿ with the subject meter. The patient stated she self treated food and drink (½ sandwich and coffee) and based her treatment on the way she felt. The patient stated she still was not feeling good, so her fiancé called emergency medical services (ems). When ems arrived, around 11:00 p. M., her blood glucose was tested with the ems meter and obtained a result of ¿284 mg/dl¿. The patient claimed she was given¿IV insulin¿ and then brought to the emergency room (ER). The patient stated her blood glucose was tested at the ER, around 11:30 p. M., and she obtained a result of ¿264 mg/dl¿ with the ER meter. The patient reported receiving a shot of insulin (unknown type and dosage) from her health care professional (hcp). She stated her blood glucose was tested ¿every 30 minutes¿ and that ¿the treatment she received was based on the blood glucose they received¿. The patient confirmed she felt better, between 5:30-6:00 am the next day and was released from the hospital around 6:30 a. M. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/15/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.